Event description:
Joint infection [arthritis infective]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a patient, age, gender and initials not provided. The patient's medical history was not provided. The patient received synvisc (the device was not very clear from the report) on an unknown date, location not provided as well. The patient experienced joint infection. The hcp reported that he had seen such events in two cases, this report being the first case. No other details are available.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Additional information was received on (B)(4) 2011. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.